Event description:
A surgeon reported six pt's developed some type of toxic effect with fibrin in the anterior chamber. During follow-up, another ten cases were reported. Some of the events were characterized as severe. No pt identifiers were provided and no medical or surgical interventions were reported. The facility requested assistance in identifyting possible contributing factors for these events and no product was being blamed. During a follow-up phone call in 05/2006, the surgeon rpeorted the believes the "yellow natural lens" may be a contributing factor for these events. To date, no pt identifiers have been provided for the 16 cases reported.